Event description:
It was reported that pressure transducer test failed during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. Simulated use testing of the received air gas module has partly reproduced the described customer issue with a failing pressure transducer test in pre-use check. Evaluation of the received device log shows several matching events with failing pressure transducer tests during pre-use check. Our conclusion is that the nozzle unit in the air gas module is the cause of the problem. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release, that may cause a pressure higher than expected. The nozzle unit should be changed during the yearly preventive maintenance or after 5000 hours of operation.

Event description:
Manufacturer´s ref.#: 252677.